Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive use and/or caused by the impact of a major fall or blow. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the glass on his olympus telescope ultra shattered during procedure preparation. According to the initial reporter, the intended procedure was completed using a similar device without any reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The object window was found broken. Additionally, the outer tubing and the funnel were both deformed. There was also a dark image noted in the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.